Manufacturer narrative:
The pump was received with button error alarm and unresponsive up button due to corroded keypad traces. The device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 369mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.